Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of this complaint is expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the [product] exhibited broken light guide bundle and fiber glass. There was no patient involvement.

Event description:
No additional information received.

Manufacturer narrative:
Upon further review of the complaint record, it was determined that the initial submitted MDR was sent in error because the device malfunctions "broken light guide bundle" and "broken light guide fibers glass" would not cause or contribute to a death or a serious injury if it were to recur.